Manufacturer narrative:
Radiometer investigations of the provided data logs showed that the issue could be related to a known software bug that could restart the analyzer if the memory is critically low. However the exact cause could not be established and remains unknown.

Event description:
According to the complaint on (B)(6) 2024, the abl90 flex plus analyzer (serial number: (B)(6) automatically rebooted when the customer was about to measure a sample. No samples were lost.